Manufacturer narrative:
This case was reported via regulatory authority (reference number: mw5067614) on 15-feb-2017. The report describes a case of premature delivery ("water broke unexpectedly, I went into labor and had an emergency vbac birth"), pregnancy with contraceptive device ("pregnancy with essure") and embedded device ("coil from her right fallopian tube had migrated and settled in her cervix"). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, premature birth, high risk pregnancy and c-section. Her pregnancies were high risk due to bicornuate uterus. Concurrent conditions included bicornuate uterus. Concomitant products included clonazepam (klonopin), desvenlafaxine succinate (pristiq), esomeprazole magnesium (nexium), ibuprofen, lamotrigine (lamictal), metamfetamine, naproxen, naproxen sodium (aleve), ondansetron (zofran), paracetamol (tylenol), tizanidine hydrochloride (zanaflex), trazodone and zolpidem tartrate (ambien). In 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. In 2016, the patient experienced premature delivery (seriousness criteria hospitalization and medically significant), premature labour ("water broke unexpectedly, I went into labor and had an emergency vbac birth") and premature rupture of membranes ("water broke unexpectedly, I went into labour and had an emergency vbac birth"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("coil from her right fallopian tube had migrated and settled in her cervix"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with magnesium. At the time of the report, the premature delivery, premature labour, premature rupture of membranes, pregnancy with contraceptive device, embedded device and device expulsion outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer pharma (B)(4)). The relationship of device expulsion, embedded device, pregnancy with contraceptive device, premature delivery, premature labour and premature rupture of membranes to treatment with essure was not reported. The reporter commented: the patient had essure coils placed in both fallopian tubes by her gynecologist in his office in 2008. Dye test completed showing procedure successful; tubes being closed off. In 2016, she stopped having monthly menstrual cycles. She thought that she was going through early menopause not even having an inkling of a thought about the essure coming loose. On 2016 she noticed her stomach rolling. Since she had 2 prior pregnancies, she knew right away that the rolling she was seeing had to be a baby. Her husband and herself went to the emergency room also knowing her pregnancies were high risk from the start as she had a bicornate uterus. Emergency room confirmed pregnancy and calculated that she was in her pregnancy. She followed up with her gynecologist. Towards the end of 2016 she had an office visit with a perinatologist. The ultrasound revealed that the coil from her right fallopian tube had migrated and settled in her cervix. They were not sure where the left coil was. She had to set up a doctors appointment to find that out. She also need to find out if the right coil was still in her cervix or possibly pushed out during delivery. The male baby was in the nicu for about 37 days and progressed well. Hospitalization was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: procedure successful/ tubes closed off ultrasound scan - in 2016: right coil migrated and settled in cervix. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality safty evaluation received. Company causality comment: this spontaneous case report received via regulatory authority refers to a female consumer who had essure inserted and experienced pregnancy with essure. An ultrasound revealed that the coil from her right fallopian tube migrated and settled in her cervix (embedded device and device expulsion) and her water broke unexpectedly, she went into labor and had an emergency vbac birth (premature delivery). Premature delivery is unanticipated whereas the other events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts. In this particular case, it was reported that essure device migrated from her fallopian tubes and setted in her cervix. Although one coil was not in place, it is not clear when exactly the expulsion occurred and therefore it is not possible to exclude a causal relationship between pregnancy and essure as it occurred about eight years after essure insertion. Device expulsion and migration may occur during essure therapy. Considering their nature, these events were considered related to essure. It was reported that consumer had two premature births previously due to her bicornuate uterus, which could alternatively explain the premature delivery. However, since part of essure coils are normally hanging into the uterine cavity and in this particular case, one of coils is embedded in her cervix, a mechanical interference of the device on developing premature amniorrhexis/delivery cannot be excluded. This case was regarded as incident, as a serious injury related to essure was reported. In addition, non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information is expected.

Manufacturer narrative:
This case was reported via regulatory authority (reference number: mw5067614) on 15-feb-2017. This retrospective pregnancy case was reported by a regulatory authority and describes the occurrence of premature delivery ("water broke unexpectedly, I went into labor and had an emergency vbac birth"), pregnancy with contraceptive device ("pregnancy with essure") and embedded device ("coil from her right fallopian tube had migrated and settled in her cervix") in a female patient (gravida 3, para 3) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, premature birth, high risk pregnancy and c-section. Her pregnancies were high risk due to bicornuate uterus. Concurrent conditions included bicornuate uterus. Concomitant products included clonazepam (klonopin), desvenlafaxine succinate (pristiq), esomeprazole magnesium (nexium), ibuprofen, lamotrigine (lamictal), metamfetamine, naproxen, naproxen sodium (aleve), ondansetron (zofran), paracetamol (tylenol), tizanidine hydrochloride (zanaflex), trazodone and zolpidem tartrate (ambien). In 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. In (B)(6), the patient experienced premature delivery (seriousness criteria hospitalization and medically significant), premature labour ("water broke unexpectedly, I went into labor and had an emergency vbac birth") and premature rupture of membranes ("water broke unexpectedly, I went into labour and had an emergency vbac birth"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("coil from her right fallopian tube had migrated and settled in her cervix"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in during the first, second and third trimesters of pregnancy. The patient was treated with magnesium. At the time of the report, the premature delivery, premature labour, premature rupture of membranes, pregnancy with contraceptive device, embedded device and device expulsion outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer pharma ag-2017-037812). The reporter provided no causality assessment for device expulsion, embedded device, pregnancy with contraceptive device, premature delivery, premature labour and premature rupture of membranes with essure. The reporter commented: the patient had essure coils placed in both fallopian tubes by her gynecologist in his office in 2008. Dye test completed showing procedure successful; tubes being closed off. In 2016, she stopped having monthly menstrual cycles. She thought that she was going through early menopause not even having an inkling of a thought about the essure coming loose. On 2016 she noticed her stomach rolling. Since she had 2 prior pregnancies, she knew right away that the rolling she was seeing had to be a baby. Her husband and herself went to the emergency room also knowing her pregnancies were high risk from the start as she had a bicornate uterus. Emergency room confirmed pregnancy and calculated that she was in her pregnancy. She followed up with her gynecologist. Towards the end of 2016 she had an office visit with a perinatologist. The ultrasound revealed that the coil from her right fallopian tube had migrated and settled in her cervix. They were not sure where the left coil was. She had to set up a doctors appointment to find that out. She also need to find out if the right coil was still in her cervix or possibly pushed out during delivery. The male baby was in the nicu for about 37 days and progressed well. Hospitalization was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: procedure successful/ tubes closed off ultrasound scan - in 2016: right coil migrated and settled in cervix quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jun-2017: reporter did not respond to fu attempt. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (reference number: mw5067614) on 15-feb-2017. This retrospective pregnancy case was reported by a regulatory authority and describes the occurrence of premature delivery ("water broke unexpectedly, I went into labor and had an emergency vbac birth"), pregnancy with contraceptive device ("pregnancy with essure") and embedded device ("coil from her right fallopian tube had migrated and settled in her cervix") in a female patient (gravida 3, para 3) who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, premature birth, high risk pregnancy and c-section. Her pregnancies were high risk due to bicornuate uterus. Concurrent conditions included bicornuate uterus. Concomitant products included lamotrigine (lamictal), desvenlafaxine succinate (pristiq), metamfetamine, tizanidine hydrochloride (zanaflex), esomeprazole magnesium (nexium), clonazepam (klonopin), trazodone, zolpidem, ondansetron (zofran), ibuprofen, paracetamol (tylenol), naproxen and naproxen sodium (aleve). In 2008, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. In 2016, the patient experienced premature delivery (seriousness criteria hospitalization and medically significant), premature labour ("water broke unexpectedly, I went into labor and had an emergency vbac birth") and amniorrhexis ("water broke unexpectedly, I went into labour and had an emergency vbac birth"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("coil from her right fallopian tube had migrated and settled in her cervix"). The patient was treated with magnesium. At the time of the report, the premature delivery, premature labour, amniorrhexis, pregnancy with contraceptive device, embedded device and device expulsion outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems ((B)(4)). The reporter provided no causality assessment for premature delivery, premature labour, amniorrhexis, pregnancy with contraceptive device, embedded device and device expulsion with essure. The reporter commented: the patient had essure coils placed in both fallopian tubes by her gynecologist in his office in 2008. Dye test completed showing procedure successful; tubes being closed off. In 2016, she stopped having monthly menstrual cycles. She thought that she was going through early menopause not even having an inkling of a thought about the essure coming loose. On 2016 she noticed her stomach rolling. Since she had 2 prior pregnancies, she knew right away that the rolling she was seeing had to be a baby. Her husband and herself went to the emergency room also knowing her pregnancies were high risk from the start as she had a bicornate uterus. Emergency room confirmed pregnancy and calculated that she was in her pregnancy. She followed up with her gynecologist. Towards the end of 2016 she had an office visit with a perinatologist. The ultrasound revealed that the coil from her right fallopian tube had migrated and settled in her cervix. They were not sure where the left coil was. She had to set up a doctors appointment to find that out. She also need to find out if the right coil was still in her cervix or possibly pushed out during delivery. The male baby was in the nicu for about 37 days and progressed well. Hospitalization was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: ultrasound scan result was right coil migrated and settled in cervix. On an unknown date: hysterosalpingogram result was procedure successful/ tubes closed off. Company causality comment: this spontaneous case report received via regulatory authority refers to a female consumer who had essure inserted and experienced pregnancy with essure. An ultrasound revealed that the coil from her right fallopian tube migrated and settled in her cervix (embedded device and device expulsion) and her water broke unexpectedly, she went into labor and had an emergency vbac birth (premature delivery). Premature delivery is unanticipated whereas the other events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts. In this particular case, it was reported that essure device migrated from her fallopian tubes and setted in her cervix. Although one coil was not in place, it is not clear when exactly the expulsion occurred and therefore it is not possible to exclude a causal relationship between pregnancy and essure (device ineffective) as it occurred about eight years after essure insertion. Device expulsion and migration may occur during essure therapy. Considering their nature, these events were considered related to essure. It was reported that consumer had two premature births previously due to her bicornuate uterus, which could alternatively explain the premature delivery. However, since part of essure coils are normally hanging into the uterine cavity and in this particular case, one of coils is embedded in her cervix, a mechanical interference of the device on developing premature amniorrhexis/delivery cannot be excluded. This case was regarded as incident, as a serious injury related to essure was reported. In addition, non-serious events were reported. A product technical analysis and further information are being sought.